Event description:
During a patient event, it was reported that the device alarmed and locked up after delivery of a cardioversion defibrillation shock. The customer informed that the code was completed after the shock and the device issue had no adverse effects on the patient outcome. The facility biomed was called to the room and power cycled the device to observe proper operation. Thereafter, additional testing by the facility biomed was unable to reproduce the reported problem. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported issue. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.